Event description:
It was reported that, "the screw missed the nail distally."

Manufacturer narrative:
Additional information has been requested and, if received, will be provided on a supplemental report.